Event description:
It was reported that on (B)(6) 2012, the patient was implanted with this lead. Impedances were checked after the implant, and low impedances, "around 300-400 ohms," were noted. This lead was replaced with another. There were no visible lead fractures noted. The above event resulted in no patient injury. The patient recovered without sequela. Please note product analysis.

Manufacturer narrative:
Product ID neu_stylet_acc, lot # unknown, product type accessory; product ID neu_ ens_stimulator, product type external neurostimulator; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37601, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3708695, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708695, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4). Final device analysis of the lead revealed the following; there was a short between circuits on the proximal end of the conductor. Final device analysis of the stylet accessory revealed the following; there were no anomalies found.

Manufacturer narrative:
Destructive analysis of the lead (lot # va04g0l) found the lead had a conductor crossover at the proximal end.

Manufacturer narrative:
(B)(4).